Event description:
Caller reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. Customer resolved issue by changing infusion set and cartridge and resumed insulin.